Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported unknown side "rupture or fissure (to be confirmed)." The device remains implanted.

Event description:
Additional information from the healthcare professional reported "a patient who explanted an implant due to a fistula, but the implant was intact and it was delivered to the patient." The report of rupture has been retracted. The device has been explanted but will not be returned.

Event description:
Additional information from the healthcare professional reported "a patient who explanted an implant due to a fistula, but the implant was intact and it was delivered to the patient." The report of rupture has been retracted. The device has been explanted but will not be returned.